Event description:
Received user facility mandatory medwatch report #110165000019970001 stating "pt underwent diagnostic laparoscopy & suddenly became hypotensive. No active bleeding identified, a retroperitoneal bleed was suspected. Procedure conversion to laparotomy & found pt had suffered lacerations to the bowel and aorta. Pt underwent surgical repair of lacerations and subsequently required post-op mechanical ventilation for 24 hours. It is suspected that the lacerations were sustained during the introduction of the trocar. Pt had a history of chronic pelvic pain.